Event description:
Reporter indicated a vns therapy handheld programming computer screen freezes upon interrogation. The handheld was returned to the manufacturer and analysis performed on the handheld and associated software could not verify the allegation. However, it is known that under certain conditions this type of screen freeze event can occur with the dell x5 handheld computers.